Event description:
One touch ultra meter had a date/time issue. Patient reported visiting their physician's office. Since the meter was not functioning. The patient neither alleged harm or experienced injury or medical intervention. The physician's meter read "99 mg/dl", and no treatment was administered. Issue was not resolved through troubleshooting. Patient's meter was replaced.